Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified foot and ankle surgical procedure, it was observed that the electric pen drive device was not working when used together with the cable device. There were no delays to the surgical procedure. The reporter indicated that a spare electric pen drive device was not available. Therefore, a competitor device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no alleged malfunction against the cable device. It was further reported that the sales representative later followed up with the facility to determine the reason for the device malfunction. The device was tested. The sales representative reported that the electric pen drive device was all hooked and began pulsating. It was further reported that during testing, it was observed that the device became extremely weak when power was applied. It was further clarified that various attachments were connected and the drives power was not improving. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working and had no power. It was further observed that there was corrosion on the pick-up coupling and the flex circuit. It was determined that issues were consistent with component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.